Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up and the battery does not seat appropriately. Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.